Manufacturer narrative:
The device was returned for evaluation. The investigation is underway.

Event description:
As reported by a field clinical specialist,  during implantation of a 26 mm sapien 3 in the aortic position via tf approach, the commander delivery system balloon 'ruptured' during valve deployment. The valve was fully expanded and the balloon was able to be removed without issues. Upon examination there was a ¿tiny pin hole¿ in the balloon which would not have been noticed except that the endoflator was full of blood. The native valve was extremely calcified (no annular calcification) and the access was very tortuous. The patient was stable and extubated in the room. One hour post extubating, the patient had st elevation and was intubated. The next morning, the patient is doing fine.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was returned with stylet inserted. The loader cap remained over the flex shaft. Slight bend was observed on the proximal balloon shaft likely due returned packaging condition. Visual inspection was performed and the following was observed: pinhole leakage was observed towards the distal working length of the inflation balloon, and gouges were observed on the flex tip face.  No other abnormalities were observed on the returned device. A review of the patient imagery (provided by the complaint site) was performed. Additional information relevant to the current evaluation was obtained as following: calcification was observed in the native valve and tortuosity was present in the patient¿s vasculature, including a significant bend in the access vessel. Functional inspection of the returned device was performed. During the pre-decontamination and post-decontamination processes, the returned balloon was inflated to evaluate the presence of a balloon leakage. Upon the balloon inflation, a pinhole leakage was observed towards the distal working length of the inflation balloon. The complaint for ¿balloon ¿ leakage¿ was confirmed through functional testing of the returned device. Dimensional analysis was performed on the returned device. Double wall thickness measurement was taken circumferentially to the observed pinhole leakage. A thickness measurement deviating from the specification could cause the inflation balloon to be more susceptible to leakage or be indicative of a manufacturing issue. All measurements met the specification. A device history review (DHR) was performed and revealed no manufacturing non-conformances that could have contributed to the complaint event. A review of lot history for the relevant lot revealed no other complaints related to ¿balloon ¿ leakage¿. A review of complaint data for (B)(6) 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of ¿leakage¿. A review of complaint history for the edwards commander delivery system (all models, all sizes) from (B)(6) 2017 to (B)(6) 2018 revealed other similar complaints with returned devices for ¿balloon ¿ leakage¿.  Twenty-four (24) complaints were confirmed but no manufacturing issues were identified. Procedural and/or patient factors may have contributed to those events. One (1) complaint was not confirmed and a root cause was unable to be determined; no manufacturing non-conformances were found on the returned device. One complaint was confirmed, no manufacturing non-conformances were identified on the returned device. Patient factors may have contributed to that complaint event. Two complaints are pending evaluation. Based on the review of the instructions for use (IFU) and training manuals, no deficiencies were identified. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. The complaint for ¿balloon ¿ leakage¿ was confirmed through visual inspection and functional testing of the returned device. However, no manufacturing non-conformances were identified in the returned sample as the dimensional testing of the balloon double wall thickness met specification. Additionally, review of complaint history, lot history, and the DHR provided no indication that a manufacturing non-conformance contributed to the complaint event. Review of IFU/training materials revealed no inadequacies. A review of manufacturing mitigations also supported that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. Since there was no reported inability to de-air the balloon during device prepping, the delivery system balloon likely had no issues out of box. A review of complaint history suggests that patient or procedural factors may have contributed to the reported balloon leakage. As noted in the patient imagery, tortuosity was present in the patient¿s vasculature and ¿the access was very tortuous¿, per the complaint description. Performing valve alignment in a tortuous anatomy (non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces. Gouges observed on the flex tip is indicative of valve diving and high valve alignment forces. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, weakening the balloon material and subsequently causing the reported leakage in the inflation balloon. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, per the complaint description, ¿the native valve was extremely calcified¿. Calcification in the vessel can interact with the delivery system and create damage to the balloon material, resulting in the observed pinhole leakage. Based on the available information, it is likely that patient factors (tortuosity and calcification) contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for ¿balloon ¿ leakage¿ was confirmed but no manufacturing non-conformances were identified during the evaluation of the returned samples. Available information suggests that patient factors (tortuosity and calcification) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified, no preventive or corrective action is required at this time.